Manufacturer narrative:
Batch review performed on 13 december 2023 lot 103277: (B)(4) items manufactured and released on 03-nov-2010. Expiration date: 2015-09-30; 2 items reworked and released on 15-sep-2016. Expiration date: 2021-08-28. No anomalies found related to the problem. Additional implant involved, batch review performed on 13 december 2023: gmk-sphere 02.12.0110fl tibial insert fixed sphere flex size 1/10 mm l (k121416) lot 187201: 30 items manufactured and released on 22-jan-2019. Expiration date: 2024-01-02. No anomalies found related to the problem. To date, 9 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to tibial tray fixed cemented size 1 subsidence and knee instability, at about 2 years 10 months after the primary. All components successfully revised with competitor's system.